Event description:
The consumer reported receiving severe burns to her back from the heating pad. She did seek medical attention at the time of the event and her burns are healing without further incident. Burns of this nature are typically caused by placing the pad between the body and another solid object which is contrary to proper use instruction.